Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Analysis of the device memory also indicated pacing capture threshold in the rv (right ventricle) was elevated and oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst noted: sensing integrity counter at 155; rv lead impedance gradually rising from 418 ohms to 1007 ohms.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a lead integrity alert (lia) was triggered due to erratic impedances fluctuating from the 500's to the 700's on alternating days since (B)(6) 2013. A chest x-ray did not show evidence of a loose pin connection. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead thresholds had increased and that the lead was possibly fractured. The lead also exhibited non-physiologic short interval counts (sic). The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator (ICD) 2011 (B)(6). (B)(4).